Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted in order to treat urinary incontinence , sui and dysmenorrhea. It was reported that the patient underwent the concurrent procedures of a laparoscopic assisted vaginal hysterectomy, bilateral salpingo-oophorectomy and cystoscopy. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that following insertion the patient experienced infection, urinary/bowel problems, bleeding, neuromuscular problems and vaginal scarring. It was reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted in order to treat urinary incontinence and dysmenorrhea. It was reported that the patient underwent the concurrent procedures of a laparoscopic assisted vaginal hysterectomy, bilateral salpingo-oophorectomy and cystoscopy. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that following insertion the patient experienced infection, urinary/bowel problems, bleeding, neuromuscular problems and vaginal scarring. It was reported that the patient has undergone multiple surgeries and revisionary procedures. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.